Event description:
It was reported that during a device change out an insulation anomaly was observed on the right ventricular lead. The physician repaired the anomaly and the lead remains implanted. The patient was in good condition following the procedure.